Event description:
It is reported that a pt with an existing toe joint implant presented to physician for a post surgical follow-up examination. Radiographs demonstrated that the articulating implant had been disconnected. The surgeon is uncertain if this breakage is trauma related. As of this report and with data available, revision surgery to replace/reassemble the disconnected implant has not been reported as scheduled. It is reported that the pt has not decided if revision surgery is desired. Implant date has not been reported. Radiographs requested have not been provided. (B)(4).